Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s entire implantable cardioverter defibrillator system was explanted due to infection. A new system was not implanted at the time of the procedure. There was no visual evidence of infection at the site of the implant. There was no allegation that the ICD system was a cause of the infection. The source of infection was unknown. The patient tolerated the procedure well.